Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck was 23 mm in diameter and 11 mm in length, with 45 degrees of angulation. There was moderate tortuosity. It was reported that upon final angiogram, the physician stated the bifurcate was approximately 8mm low and there was an undetermined, late, endoleak present. The physician said that the device landed lower than intended. There was no malfunction in the device itself. The physician did not speculate the delivery placement; he elected to place a cuff. The physician elected to place a 28x28x49 cuff. The cuffs proximal fabric was at the level of the lowest renal. Another angiography was performed and the late leak was still present. The physician ordered a lateral shot taken to determine the location of the endoleak. The physician declared it to be a late type ii endoleak. The wires, catheters, and balloons were removed and the patient was closed. No symptoms or complications were observed. No additional clinical sequelae were reported and the patient is fine.